Manufacturer narrative:
This event is recorded with zimmer biomet under cmp-(B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Device evaluations results/investigation findings: product review of the meshgraft ii by flextronics on (B)(6) 2019 revealed that the device was not functional as the cutter was damaged, the roller was discolored, the unit was out of calibration specifications and the sideplates required an update. Repair of the meshgraft ii was not performed by flextronics as the customer requested that the device be returned unrepaired. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the device was not functional as the cutter was damaged, the roller was discolored, the unit was out of calibration specifications and the sideplates required an update. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device was returned for maintenance. During the investigation, it was revealed that the device was not functional as the cutter was damaged. No adverse events were reported as a result of this malfunction.